Event description:
It was reported that a physician attempted a novasure endometrial ablation on (B)(6) 2014. The physician experienced difficulty seating the electrode array and decided to perform a hysteroscopy. The physician visualized a "perforation near the fundus and aborted the novasure procedure".

Manufacturer narrative:
Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).